Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used to treat a lesion in the proximal rca which was moderately tortuous, severely calcified with 95% lesion stenosis. No abnormalities were reported in relation to anatomy. No damage was noted to the packaging and no issues were noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that there were positioning difficulties and the device would not cross the lesion. Stent deformation also occurred when advancing the device. The procedure was completed with another resolute integrity device. The patient is alive with no injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Evaluation summary: kinks were apparent along the hypotube during initial analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th and 16th stent wraps, with struts raised and bunched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.